Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 248 mg/dl. Reportedly, multiple cartridges were changed to address the issue. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.